Manufacturer narrative:
(B)(6). This device was returned for service. Reliability engineering evaluated the device and identified no failure. Therefore, the reported condition was not confirmed. However, new elementary parts and bearings were replaced due to normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was noted in the service order that the small battery drive device did not run in reverse. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.